Event description:
The customer called and reported that the transmitter was dying within a day and customer kept getting a weak signal. Customer's blood glucose was 400 mg/dl. Transmitter positioning and radiofrequency interference were discussed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.